Event description:
A report was received that the pt would be explanted as the incision site had opened and the pt was at risk for possible infection. The physician explanted the ipg and lead. A culture was not performed. The pt was reportedly doing fine.